Event description:
It was reported that a patient had a full system explant "about a year ago" due to a reaction at the device pocket at which time the pocket wound dehisced. The reporter stated that it was not fully established if the patient had an allergic reaction to the system or had an infection. It was reported that the patient was positive for infection at the time of the explant, but the patient's doctor thought that it may have been due to the pocket dehiscing. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) was removed due to infection. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).